Manufacturer narrative:
The pod was received fully deployed. All attempts to download the pod data were unsuccessful. Without the pod data, it could not be confirmed if the reported hazard alarm event occurred. The cause of the reported hazard alarm could not be determined. Corrosion was observed on the batteries and pcb. No damages, defects, or leakages were observed in the fluid path, drive mechanism, or needle mechanism. The cause of the observed corrosion could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.260105.004.e1. Hardware: pixel 10 pro. Cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod observed corrosion. The device was originally reported for a pod hazard alarm/alert/advisory occlusion.